Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Review of the lot history record indicated the device was used after expiration. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided, a definitive cause for the reported inflation issue could not be determined. Factors that may contribute to an inflation issue include, but are not limited to, manufacturing, too little adhesive between arch and dome, dome has not bottomed out in the flat base section of the arch, adhesive sets before dome applied or user technique. Review of the lot history record indicated an expiration date (use by date) of 17-novemeber-2024 and the procedure date was (B)(6) 2025 which is post expiration. Instructions for use provides labelling symbology explanation for use date. In this case, it is unknown if use of the device after expiration would have contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported when the femostop was applied, the pressure gauge does not work and the dome cannot inflate. Therefore, the femostop was replaced. The device was used past the expiration date. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.